Event description:
The pt was being fed using a pump. 711 ml of an enteral feeding solution was hung, and the pump was set to deliver 75 ml/hr. 711 ml were delivered in 105 minutes. The reporter also stated a pump alarm sounded and the pump face "went blank". There was no illness, injury or medical intervention resulting from the event. The pt was monitored following the event. The pt's chest remained clear and blood pressure was within normal limits. One pt involved.